Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began on (B)(6). Patient mentioned their 'recharger' got hot and the battery in the 'recharger' dropped real low. Patient's device did not charge at all. Patient also mentioned the cord right at the antenna got real hot. Patient could not get the 'recharger' to recognize their device. Agent understood this as patient referred to the controller as their recharger. During the call patient reset the controller. Patient denied damages on the recharger. Patient plugged the recharger and got 0/0/0 on passive recharge. Agent advised patient to reposition the antenna then patient mentioned the wire was hot by the antenna. Patient mentioned they were grounded because if they didn't have their device charged then their back was terrible. Patient's back was terrible anyways but the device worked. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) product type recharger was returned and the analysis results shows that no device found message record the two values the number high (00) the number low (00) failed all bench tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.